Event description:
In 2001, the pt reportedly went to school not feeling well. Later in the day, the pt was seen by a dr who reported that their ears and throat were clear; tylenol was recommended. The next day, the pt seemed better. However, later in the day, the pt started vomiting and had a seizure. After another seizure, the pt was transported by ambulance to a hospital. By the time the pt was admitted, pt was septic. One day later, the pt was transferred to another hospital where pt was diagnosed with pneumococcal meningitis and died two days later.